Event description:
A physician reported that during a vitrectomy procedure ophthalmic console laser was continuously delivering laser and patient got accidental laser exposure. Surgery was completed and no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. No service record relevant to the complaint reported event was found. However, the system was last serviced following the reported event per service record (sr) the system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Complaints were opened to address unexpected laser firing and photic glare. Both complaints are in progress at the time of this investigation. The company representative reported that ¿the medical staff forgot to activate the laser filter into the ¿on¿ position. The operator may have a colored view through the doctor protection filter due to blocking of the green 532 nm wavelength light. Newer filters will have less color blocking. It is the operator¿s responsibility to properly install the doctor protection filter. Manufacturer shall not be held liable for problems caused by improper installation of the doctor protection filter. Improper installation could cause injury to the operator and/or the patient. The root cause of the reported event is attributed to user error and is unrelated to the functionality of the device. The customer¿s site was not following the proper installation and user settings procedure for laser setup. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).